Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock due to a sinus tachycardia rhythm accelerating from the vt-1 which was set to monitor only. Boston scientific technical services (ts)was contacted and explained that when the device is programmed with a monitor only vt-1 zone, in a 3-zone configuration, the device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements would normally prevent the device from treating. Ts suggested reprogramming the vt zone higher to prevent inappropriate therapy from being administered to the patient. No adverse patient effects due to the inappropriate atp and inappropriate shock were reported.